Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision due to dislodgement of right ventricular (rv) lead. Lead dislodgement was confirmed via chest x-ray. On (B)(6) 2019, the right ventricular lead was successfully repositioned. The patient was stable post procedure.